Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an inaccurate high reading compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 8:00 am on (B) (6), 2010. The patient claimed that she tested her blood glucose and obtained a result of "170 or 177 mg/dl" on the subject meter and "135 mg/dl" on another meter, performed within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of the reported blood glucose results does not exceed the expected value of <=30%. Based on the information provided, it is not clear how the patient manages her diabetes. Due to the alleged product issue, the patient claimed that she had less food/drink and took 1 pill of glyburide. At approximately 47 minutes after the alleged meter issue began, the patient reportedly developed dizziness, blurred vision, became tired and shaky, felt painful inside, and could not see. It is not known if the patient tested her blood glucose on any meter at the onset of the symptoms. The patient did not report receiving medical intervention for her symptoms since the alleged meter issue began. During the troubleshooting session, the cca documented that the patient was using an approved sample site to obtain the blood glucose result from the lifescan meter. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began. However, there is no indication that the reported meter performed improperly since it passed lifescan's criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.